Event description:
Subsequent information indicates that this device was explanted due to an infection.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited erosion of their leads. As a result of the erosion the patient also developed an infection. The patient underwent a revision procedure where the physician repositioned and resutured the leads in place. The physician did not believe that this would be a long term fix and has elected to continue to monitor the patient at this time. Subsequent information indicated that initially the physician believed there was an infection; however upon pocket opening no infection was present. The patient has been treated with antibiotics and will continued to be following closely. Subsequent information indicates that an exposed area was found in the pocket and the physician was planning to extract the system in the future. It was unknown whether or not a new system would be placed due to the patient's condition.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that the patient underwent a extraction procedure and the physician decided to retained and taped the crt-d to the outside of the patient and a pace/sense lead was placed for temporary pacing until the patient would undergo another procedure the next day. Technical services (ts) discussed that this action was off-label use. Additional information indicates that the patient's culture returned positive; therefore no additional procedures have been performed at this time.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.